Event description:
The customer reported via phone call that emergency services was dispatched and they were hospitalized due to high blood glucose. The blood glucose level was 500mg/dl. Customer experienced symptoms such as panic and frequent urination at the time of hospitalization. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.